Event description:
The following is based on a review of patient's medical records provided to davol by the patient's attorney: on (B)(6) 2006, the patient underwent implant of a bard/davol flat mesh and a non-bard/non-davol graft during. On (B)(6) 2007, patient had an md office visit where she complained of painful urination and blood in her urine. Patient was positive for uti, patient was treated with a week's course of oral antibiotics. On (B)(6) 2008, patient had an md office visit. Patient complained multiple issues including abdominal pain. Patient was referred to another physician for colonoscopy. Per md notes, the colonoscopy performed was unremarkable. On (B)(6) 2008, patient had an md office visit, patient complained of uti symptoms. A urinanalysis was negative for infection. Per md exam "refer to gynecologist as it is likely related to post surgical changes." Per the gynecologist "everything looked okay." On (B)(6) 2009, patient had an md office visit, patient complained of vaginal itching, discharge and foul odor. Patient was diagnosed with vulvovaginitis and treated with prescription medication. On (B)(6) 2010 - (B)(6) 2014, patient had multiple md office visits with complaints of left lower quadrant abdominal pain, overaction bladder, stomach pain, trouble with her bowels and nausea. The patient had a cystoscopy, ultrasound and urinanalysis performed during these visits and all were noted to be unremarkable.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. It was reported that the patient was treated for infection/uti. In regards to infection, the warning section in the instructions-for-us states, 'if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." With the current information available, there is no way to determine if the mesh may have caused or contributed to the problems experienced after implant due to the patient's history of chronic constipation, additional implant of a non-bard/non-davol pelvic sling graft, and diagnostic tests with negative results. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.